Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness due to an incomplete lead fracture. The lead showed oversensing and noise. Initially the lead polarity was changed from bipolar to unipolar and the lead was subsequently capped and replaced at a routine device replacement procedure. No patient complications have been reported as a result of this event.